Manufacturer narrative:
G3, h2,h3 and h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device couldn't confirmed the stated failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that seven fast fx strut for tsf lng had been washed too many times and were sticking. This was noticed after surgery; therefore, the patient was no longer involved at that moment. After product evaluation it was found that the strut on the device has rust on it which is causing it to stick, rendering it inoperable.